Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator ventricle (v) lead connector was cracked and part of it was missing. The epg is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of a cracked connector on the external pulse generator (epg). It was noted that the output connector assembly was broken, upper case was broken, and lower case was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for repair.